Event description:
The customer contacted stryker to report that their device did not deliver a shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The customer confirmed that the device was scrapped and will not be returned to stryker for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report that their device did not deliver a shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.